Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and delivered a single inappropriate shock. The health care professional reported inappropriate therapy was due to oversensing the atria on the ventricular. Technical services (ts) reviewed and advised there is no evidence of oversensing. Therapy was delivered appropriately due to the rate. Ts provided programming suggestions. The ICD remains in service. No additional adverse patient effects were reported.